Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 150-175 units of insulin during the load sequence with multiple cartridges. The cartridges were reloaded to resolve the issue. Customer¿s blood glucose level was 78 mg/dl.